Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Subsequently, the customer experienced a blood glucose (bg) level displayed as "high." A manual injection of insulin was administered to treat bg level. The pump was reset to resolve the issue.